Manufacturer narrative:
(B)(4). Insulin pump received with cracked case at the display window corners, cracked lcd window, cracked belt clip slot, stained keypad overlay, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. Pump passed the displacement. The test p-cap/reservoir does lock into place.

Event description:
Information received by medtronic indicated that there are large cracks on the body of the insulin pump. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.